Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a device replacement procedure for normal elective replacement indicator (eri), the device was tested and it was noted that there were episodes of noise on the left ventricular channel. No intervention was performed and the patient was stable and will continue to be monitored.